Manufacturer narrative:
H3 other text: we are unable to confirm, the final disposition of the device, because the customer did not respond to requests for additional information.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). Reporting address line 1: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to that customer complained /dfm 100 paddles (989803196431) was not well notified/ fsn2021-cc-ec-023. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.